Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised for unknown reasons.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint ¿ asr revision, update from (B)(6) spreadsheet (B)(6) 2012: surgeon, hip revised, revision name. Asr revision, right asr xl acetabular system ** see update below update - amended hip side, added reason for revision and type of replacement. Taken from claimsuite dated (B)(6) 2015. Hip(s) to be revised: left, type of replacement: resurfacing, reason(s) for revision: alval / soft tissue reaction.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
Corrected: catalog and lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received. Reason(s) for revision: pain

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). The complaint was reopened as additional information received from crawford, type of hip replacement product: asr xl reason(s) for revision: pain, alval / soft tissue reaction no further actions identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA- 001226. Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New ecm record created in order to update legacy complaint (B)(4).. New etq record created in order to update etq (legacy system) complaint number dint (B)(4) reason for original complaint. Asr revision: update from (B)(6)'s spreadsheet (B)(6) 2012: surgeon, hip revised, revision name. Asr revision: right asr xl acetabular system. Update - amended hip side, added reason for revision and type of replacement. Taken from claimsuite dated (B)(4) 2015. Hip(s) to be revised: left. Type of replacement: resurfacing. Reason(s) for revision: alval / soft tissue reaction. Update 14june2017: additional information received from crawford, type of hip replacement product: asr xl reason(s) for revision: pain, alval / soft tissue reaction. Added product record for the taper sleeve adapter and the stem. This complaint was updated on july 3, 2017. Update ad 10 aug 2010. (B)(4) has been reopened due to receipt of an email notification from kennedys. There are no new allegations reported. Added kid number. The part and lot numbers as well as the primary and revision surgery dates are different from the legacy record. There is likely a revision from asr resurfacing to asr xl. Follow-up is being initiated to verify. Doi: (B)(6) 2008 - dor: (b)(5) 2010 (left hip).